Manufacturer narrative:
Intuitive surgical inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported problem of errors 23118 and 23069 could not be replicated although the errors pointing to axis 2 was confirmed in the system error logs. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a patient side cart fixture platform and passed all tests. The reported complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. Intuitive surgical, inc. (Isi) has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, arm 1 was disabled due to an error. The nurse called into the intuitive surgical, inc. (Isi) technical support after the procedure and informed the isi technical support engineer (tse) that she did not know why the arm was disabled. The error was gone after a system power cycle. Tse found in the logs, errors 23118/23068/23069 pointing to universal surgical manipulator (usm) 1 issue. A pattern error was also present on the (B)(6) 2023, but no one reported it. The tse informed caller that the issue could return at any time until service repair and to inform the next surgeon about the risk on arm 1. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.